Manufacturer narrative:
The user contacted customer support and reported a low satisfaction score following a failed removal attempt. Additional outreach was conducted to obtain user feedback. The user stated that after the removal attempt, the bandage became soaked with blood and began leaking outside the bandage. She removed the bandage, and the steri-strips came off due to being saturated with blood. She then went to an urgent care center and the emergency room; however, both facilities indicated they were unable to remove the sensor. The user was able to apply a clean bandage, and at the time of the call, the bleeding was under control. The user reported soreness and bruising at the procedure site. The user stated that she wants the sensor removed as soon as possible.

Event description:
Senseonics was made aware of an incident where user contacted customer support and reported a low satisfaction score following a failed removal attempt. Additional outreach was conducted to obtain user feedback. The user stated that after the removal attempt, the bandage became soaked with blood and began leaking outside the bandage. She removed the bandage, and the steri-strips came off due to being saturated with blood. She then went to an urgent care center and the emergency room; however, both facilities indicated they were unable to remove the sensor. The user was able to apply a clean bandage, and at the time of the call, the bleeding was under control. The user reported soreness and bruising at the procedure site. The user stated that she wants the sensor removed as soon as possible.